Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump display icon functioned properly. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that insulin is full and symbol is red. Customer was explained that it indicates insulin is empty. Customer stated they run a self-test and it is ok. Customer stated that issue happened during normal used. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.